Event description:
It was reported that the insulin leaked. The infusion set had an insulin stain. The blood glucose reading is 485 mg/dl. Customer treated with insulin pump. Customer feels tired. During troubleshooting, time and date are correct. Programming is correct. Customer stated that when insulin is delivered the site hurts a bit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.